Event description:
It was reported that the patient experienced pain at the ipg. It was also reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well post operatively. The explanted device will not be returned per hospital policy.